Event description:
The customer reported that the interconnect cable was faulty.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable. The unit operates as intended.